Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the rvtip-to-rvcoil and rvtip-to-rvring impedance is gradually decreasing on the right ventricular (rv) lead. There have been occasional audible alerts due to low impedance reading. The audible alert for rv acing impedances were turned off. The rv lead remains in use. No patient complications have been reported as a result of this event.